Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed, and confirms that this device passed all manufacturing and sterilizations inspections. Despite multiple follow-ups, the healthcare provider has not provided any additional information regarding this event such as reason for explant, operative report, and device return; therefore, no additional investigation into the root cause of this explant can be performed at this time.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. The operative report indicates upon implant of the valve, it was felt that there was not adequate access to the left coronary orifice. The aortic tissues were stiff from atherosclerotic disease and plaque. Therefore, the decision was made to replace the valve with a smaller edwards valve. According to the surgeon, there was no device failure/malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the valve was explanted at implant. The reason for explanting the device was not provided. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as reason for explant, operative report, device status, etc.